Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the kidney during a cysto ureteral stent insertion procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the zero tip basket was noted to be broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstance surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.